Manufacturer narrative:
The lead under complaint was not returned for analysis. Therefore this report only refers to the results of the ICD analysis and the evaluation of the returned data. Upon receipt, the ICD was interrogated, revealing the battery status eos, 113 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery as mentioned in the complaint description. Further investigations of the received data, especially of the x-rays showed no anomalies. Therefore, a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. The analysis of the shock holter data showed that an amount of 57 charging cycles was performed by the device within one hour on (B)(6) 2015. As a result of that fast successive charging the battery status eos has occurred. In a next step the eos status was removed with a technical programmer and subsequent interrogation revealed the battery status eri. The amount of charge taken from the battery was verified, revealing the battery status eri to be as anticipated. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the received data as well as the memory content and the therapeutic functionality of the ICD were extensively analyzed. In the available iegms the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. This led to fast successive charging cycles that partially resulted in shock deliveries. The activation of the eos status resulted from that fast successive charging. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction. The lead under complaint was not available for analysis. The evaluation of the returned data showed no anomalies with respect to possible lead complications. However, based on the information available for analysis, no conclusion can be drawn regarding the clinical observation.

Event description:
Ous MDR - it was reported that oversensing on the right ventricular channel was detected via home monitoring. Inappropriate shocks were delivered until eos status of the ICD occurred. The lead and the ICD were replaced. No other adverse patient side effects were reported. The ICD was returned for analysis, but the lead was not. Both were replaced.